Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular lead would not remain in the coronary sinus. The lead was removed and an existing epicardial lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.